Manufacturer narrative:
(B)(6). Event date: the event occurred on an unspecified date in (B)(6) 2019. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at least three (3) effluent sample bags leaked from an unspecified location. This occurred during an unknown process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: only two (2) actual samples were received and evaluated. No further samples were received for evaluation. A visual inspection was performed with the naked eye which noted a hole in the rf weld seal of each bag. Functional testing including clear passage testing and clamp function testing were performed with no issues noted. Functional leak testing was performed which revealed a leak at the rf weld seal on both actual samples. The reported condition was verified. The direct cause of the event was determined to be manufacturing related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.